Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit on the pump. Customer's blood glucose level was 130-150 mg/dl. The customer changed multiple cartridges and was able to successfully resume insulin therapy.